Event description:
After the essure procedure I began to have major pelvic pain, cramps, heavy bleeding to the point of restriction to 1/2 hour to a bathroom, stabbing pain in the front then severe lower back pain-chiropractor needed to move, during my periods I can barely walk. Constant pain where the coils are. This is in addition to the other side effects of metal taste, joint pain, headaches etc, the list goes on. Now that my uterus is contracting as if I were pregnant and pulling the muscles in my back. The longer you leave this device in the worse it gets. I'm forced to have a hysterectomy.